Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that aneurysm enlargement due to a type ib endoleak was noted approximately 5 years 8 months post index procedure. The landing of the left stent graft limb (etlw1616c93ej, v04073463) was noted to be short. This was thought to be the source of the endoleak, however the endoleak was not confirmed by intraoperative angiography during the intervention. An intervention was completed 8 days later, during which an additional etlw1610c124ej stent graft limb was implanted to extend the left limb. As per the physician the type ib endoleak is because landing on the common iliac artery became short over time. No additional clinical sequelae were reported and the patient is fine.